Event description:
It was reported that an air embolism and st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was advanced and a 24mm watchman flx laa closure device & delivery system (wds) were used. As the wds was advanced into the was, air could be seen on fluoroscopy. The wds was continually advanced, and the patient began to have an st segment elevation. The closure device was recaptured and removed from the patient. Intervention was called to check the coronaries. The patient began to crash. The patient was shocked and chest compressions were performed. The patient stabilized upon arrival of the interventional physician. The patient's arteries were clear, the groin site incision was closed, and the patient began to wake up. The patient fully recovered from the event and was discharged home.